Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient's weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device did not provide effective therapy. In turn, the device was explanted on (B)(6) 2020. The issue has since been resolved